Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to customer location in connection with the reported issue that occurred on several of their iabps. The stm evaluated the iabp in question and was not able to reproduce the issue. However, as a precautionary measure, the stm replaced the luer fittings to iab fill port on the iabp to ensure there would be no chance of leakage. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer's biomedical engineer reported that two (2) cs300 intra-aortic balloon pumps (iabp) on two (2) different patients give multiple "iab disconnect" alarms. Each time they were unable to find the source or reason for the alarm. The customer reported that this started right after the preventative maintenance's and software upgrades were performed the week prior. An additional complaint was opened to report the second iabp.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. (B)(6). A supplemental report will be sent upon receipt of additional information.

Event description:
The customer's biomedical engineer reported that two (2) cs300 intra-aortic balloon pumps (iabp) on two (2) different patients give multiple "iab disconnect" alarms. Each time they were unable to find the source or reason for the alarm. The customer reported that this started right after the preventative maintenance's and software upgrades were performed the week prior. An additional complaint was opened to report the second iabp.